Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event include inadvertent fraying, nicking or cutting of the suture while advancing the insertion spears, unlocking and advancing the second insertion spear before removing the first insertion spear fully from the delivery cannula, excessive friction when pushing the sliding knot, and/or excessive force to the suture during tensioning or suture slack removal. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the sutures broke during sliding of the knot. Implants were not removed, partial tear had to be left. No further information available.